Event description:
Pump reported a cartridge change error. Blood glucose level was confirmed not to exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through inspecting the pump and cartridge, cleaning the pneumatic tap area, and successfully completing the load process, allowing the customer to resume insulin use.